Event description:
Allergan sales representative reported a group of "port leaks" that occurred at the surgeon's office. No details were reported to allergan. A follow-up, through the sales rep and the office staff occurred, however, no additional information has been reported to us at this time. The device return is pending for all possible devices on this alleged group leaks. The follow-up will be continued.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint since no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product as this time. Therefore, no analysis or testing has been done. Further information from the reporter and the surgeon's office regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."